Manufacturer narrative:
Customer indicated that they have resolved the issue themselves by performing good internal cleaning (no details provided) to all of their instruments. Customer stated that after the cleaning, all systems were reporting negative results for affected patient sample. Customer indicated that instrument is operational and reporting hcg results as expected.

Event description:
Customer reported discordant hcg result on the instrument.